Event description:
This dextrus lead was found to be dislodged at the 3 month follow up. Physician commented he felt the lead dislodged due to not enough slack kept at initial implant. Physician used the lead body to gain access with the needle and wire for the new lead to be implanted.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The visual inspection demonstrated a deformed fixation helix. The analysis did not reveal any sign of a material or manufacturing problem. The deformation is most likely attributable to mechanical stress during the implantation/explantation procedure. The cuttings in the outer insulation are most likely due to the explantation procedure.